Manufacturer narrative:
Subject device remains implanted.

Event description:
A (B)(6) female (hypertension, previous smoker) underwent stent assisted coil embolization of aneurysm in right middle cerebral artery (mca) (B)(6) 2017. When the patient was seen for follow-up approximately one year later (B)(6) 2018, it was reported the coil migrated through the stent struts and was protruding slightly into the artery, as observed on dsa (digital subtraction angiography) imaging. There was no clinical consequence to the patient as a result; the event was noted to resolve without sequelae the same day ((B)(6) 2018). Additional information from the physician indicated the stent was used successfully.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
A (B)(6) female (hypertension, previous smoker) underwent stent assisted coil embolization of aneurysm in right middle cerebral artery (mca) (B)(6) 2017. When the patient was seen for follow-up approximately one year later (B)(6) 2018, it was reported the coil migrated through the stent struts and was protruding slightly into the artery, as observed on dsa (digital subtraction angiography) imaging. There was no clinical consequence to the patient as a result; the event was noted to resolve without sequelae the same day (B)(6) 2018). Additional information from the physician indicated the stent was used successfully.